Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, after troubleshooting, patient will load a new cartridge and resume insulin and call technical support back if there were any issues.